Event description:
During evaluation of a returned homechoice device, a high drain error 105 (night drain #5) alarm was identified in the log. The alarm occurred on (B)(6) 2014 at 08:51:40. This meets increased intra peritoneal volume (iipv) criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated. The increased intra-peritoneal volume (iipv) event was identified during the review of the event history log as a high drain 105 alarm; however, the cause could not be determined. There was no non-conforming product found related to this event. If additional relevant information is obtained, then a follow-up MDR will be submitted.